Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the m1 and m2 segments of the middle cerebral artery (mca) using a penumbra system jet 7 reperfusion catheter (jet7), a neuron max 6f 088 long sheath (neuron max), a microcatheter, and a green cross cut valve. During the procedure, the physician made one pass with the jet7 and removed it for flushing. While attempting to re-advance the jet7 and microcatheter through the peel-away sheath, the jet7 would not pass through it. Therefore, the jet7 was removed. The procedure was completed using a penumbra system ace 68 reperfusion catheter (ace68), the same neuron max, and the same microcatheter. There was no report of an adverse effect to the patient.